Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error alarm. Customer was assisted with clearing alarm and assisted with reservoir and tubing process. Customer had not been able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 24 alarms noted during testing. Device was received with scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, and case cracked behind the pump near the battery compartment. (B)(4).